Event description:
The user has been implanted on (B)(6) 2025. The surgeon reported that the user has returned with an infection and pus pouring out of the wound site. The user was admitted and treated with IV antibiotics and then taken back to theatres for a washout of the wound.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received from the field, the recipient developed an infection at the implant site during the post-operative period, most likely related to a wound healing complication. Surgical intervention for wound cleaning as well as antibiotic treatment were performed. Reportedly, several patient-related factors unrelated to the device likely contributed to the observed infection. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the reported issue. Further the recipient underwent a revision surgery due to an extrusion of the conductor link through the skin. This appears to be related to the previously reported wound dehiscence. Reportedly the recipient is doing fine after the revision surgery. The device remains implanted and activation is planned soon.

Event description:
The user has been implanted on (B)(6) 2025. The surgeon reported that the user has returned with an infection and pus pouring out of the wound site. It was reported by the surgeon that the user had several factors which increased the risk of infection (liver disease from alcoholism, smoker, in sheltered housing and unkempt). The physician believes that the alcohol consumption was a contributing factor to the post-op infection and lack of wound care. In (B)(6) 2025, part of the conductor link was exposed, showing through the user's skin. It was confirmed that the implant is working and the user gets benefit from the audio processor. During revision surgery the surgeon moved muscle and skin to cover the implant and also put bone wax on top. The user is doing fine now and the skin is healing good.

Event description:
The user has been implanted on (B)(6) 2025. The surgeon reported that the user has returned with an infection and pus pouring out of the wound site. It was reported by the surgeon that the user had several factors which increased the risk of infection (liver disease from alcoholism, smoker, in sheltered housing and unkempt). The physician believes that the alcohol consumption was a contributing factor to the post-op infection and lack of wound care.

Manufacturer narrative:
Additional information: according to the information received from the field, the recipient developed an infection at the implant site during the post-operative period, most likely related to a wound healing complication. Surgical intervention for wound cleaning as well as antibiotic treatment were performed. Reportedly, several patient-related factors unrelated to the device likely contributed to the observed infection. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the reported issue. The device remains implanted and activation is planned soon.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient developed an infection at the implant site in the post-operative period, most likely related to wound healing complications, which are known undesired side effects of implantation surgery. Surgical intervention for wound cleaning as well as antibiotic treatment were performed, however, a small wound dehiscence remains at present. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the reported issue. The device will remain implanted and activation is planned once the wound has fully healed.

Event description:
The user has been implanted on (B)(6) 2025. The surgeon reported that the user has returned with an infection and pus pouring out of the wound site. Reportedly, the user is currently doing better. However, there is a small wound dehiscence that will be tried to heal conservatively. The activation of the device will be delayed by a few weeks.